Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the distal end cover maj-2315 and tjf-q290v, when the scope was being withdrawn from the patient body, the maj-2315 was detached from the tjf-q290v fell into the patient¿s oral cavity. The user used the same device to complete the procedure. There was no report of the patient injury other than above.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was no abnormality of the device. Based upon the information from complaint, omsc surmised that the device was detached from the endoscope because the device was not properly attached to the endoscope.